Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during the silicone oil exchange portion of a procedure the extrusion line did not aspirate. The surgeon removed the backflush, this did not resolve the issue. The procedure was completed using passive backflush which extended the procedure time. There was no harm to the patient. Additional information was requested, but none has been received to date.

Manufacturer narrative:
Additional information has been provided in model/lot # and device manufacture date. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. No consumable sample has been returned for evaluation. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).